Event description:
The reporter stated that two transducers from the same lot have cracked tubing. One was cracked by the connector on the end. The other by the connector that leads to the stopcock with the white lever. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Five samples - 3 unopened, unused and 2 used - were received. All connections on the 3 unused samples were pull tested until failure. All connections failed between 19.6lbs and 24.9lbs of force. All connections passed the minimum 10lbs pull force. All separated cleanly without tubing breakage. Examination of the connections showed the connections had been correctly bonded and fully inserted. The tubing was within spec. There were no mfg defects observed. The first used sample showed jagged, broken tubing still attached inside the female luer lock (ll). The second used sample showed the tubing still attached to the male ll, but the tubing had been torn open from above the male ll to the tubing port with a section of the tubing pulled away from the walls of the tubing port. The tubing measured within spec for both samples. Visual observation of the damage indicates neither connection separated and that the tubing was pulled during use until the tubing broke (first sample) or split (second sample). No mfg issues were observed. The device history was reviewed with no issues noted. Smiths was able to confirm the issue due to damage during use. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.